Manufacturer narrative:
Additional information: a3, a4, a6, b5, h6, and d4. Corrected data: g1 and d1.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the right bra back area on (B)(6) 2017, (B)(6) 2018 and (B)(6) 2019 using a cooladvantage applicator and may have developed paradoxical adipose hyperplasia.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the right upper abdomen area using a cooladvantage applicator and may have developed paradoxical adipose hyperplasia.